Manufacturer narrative:
Investigation results: the customer reported three (3) units of the feeding set presented a nutrition leakage between the tubing and the connector. This event occurred during setup/preparation and a patient was not involved. The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A total of seven (7) used samples were received for evaluation. Visual inspection and functional testing of the returned samples confirmed the reported failure. A formal investigation has been initiated to determine the root cause of the confirmed product failure. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that 3 units of the feeding set presented a nutrition leakage between the tubing and the connector. This event occurred during setup/preparation and a patient was not involved.

Manufacturer narrative:
Investigation summary: the customer reported three (3) feeding set products presented a nutrition leak between the tubing and the connector. This event occurred during setup/preparation; therefore, no patient involvement. A device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. Product lot and failure mode trending was reviewed, and no trend was identified for the reported lot number or device failure. The reported devices were not received for evaluation, however, the customer provided a video of the device. Visual inspection/examination of the video confirmed the reported leak between the cross-spike and tubing. An investigation has been initiated for cross-spike leaks to determine the root cause of this device failure relating to manufacturing. No further action is required at this time. This device issue will continue to be monitored and trended.